Event description:
Additional information was received that the death was determined to be a suicide.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported. It was reported through the patient outcome that the patient passed away. It is unknown if an autopsy was performed, of the device was explanted or if it will be returned for evaluation. Information was not provided by the customer if the outcome was device or therapy related. Additional information revealed that the patients partner passed away two days earlier and so his death was determined to be a suicide. The device was not returned. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. The heartmate ii lvas IFU is currently available. The IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021.